Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, the needle dropped from the device on two different occasions. A 3rd reload was opened and the closure was completed. The case was extended for more than 30 minutes due to the needle that was dropped. There was no patient injury involved regarding the event. The devices were discarded by the customer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.